Manufacturer narrative:
H3 other text : device serviced by service technician.

Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was evaluated by a service technician. The technician reports that the device has low oxygen, manifold assembly leak, cracked, burn damage, and shipping box damaged.